Manufacturer narrative:
A ge oec svc rep investigated the issue and reformatted the cine drive to restore cine function. The sys was tested, found to be operating as intended, and released to the customer for use. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys would not replay cine fluoro images.